Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blood had not flushed back into the port at any point, remained at the same level, and indicated that the pump had not been functioning or pushing the medication through. Per reporter, the patient discovered the blood in the line, though the pump may have stopped before that time. Reporter stated the pump had been refilled that morning, and had a rate of 1.8 ml/hr, 16.95 ml given, and a residual volume of 113.1 ml. The patient was redirected to their physician. The patient was not medically affected.